Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Five devices were received for evaluation. Four events were duplicated during testing. One event was not duplicated; however the device was not within specifications. Three devices were found to be affected by corrosion. Two devices were found to have a fracture problem. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 5 </noe> malfunction events in which the device overheated. There was no patient involvement; no patient impact.